Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information and without the returned device, a definitive cause for the reported knotted gripper line in this incident could not be determined. The reported difficulty removing the lock line was a secondary effect of the knot. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for difficulty removing the lock line due to a knot in the line. It was reported that this was a mitral and tricuspid valve procedure treating mitral regurgitation of an unspecified grade and tricuspid regurgitation grade 4+. The first clip delivery system (cds 70721u102) was deployed on the mitral valve without reported issue. During lock line removal, resistance was noted and a lock line knot was observed. Surgical wire cutters cracked the lock line lever to expose the knot. The lock line was then removed from the cracked lock lever. Deployment continued smoothly and the mitraclip remained implanted without reported issue. There were no adverse patient effects nor clinically significant delay due to this issue. Two additional mitraclips were implanted in the mitral valve without reported issue. There was no additional information provided regarding this issue.